Event description:
On monthly instrument function check (qvc) it was determined one of the wells in the vidas had failed the electronic check. Service was called & the pump actuator assembly was replaced. The prior qvc test was done and passed according to manufacturer recommendation of monthly checks. Technical service recommended all testing performed in that specific well during the time frame be repeated.